Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition and asystole of greater than two seconds. Rv pace impedance measurements had been fluctuating yet remained within normal range. Technical services (ts) discussed troubleshooting options and that the noise and oversensing was possibly electromagnetic interference (emi). The device remains in service. No adverse patient effects were reported. Additional information was received that troubleshooting was performed, including isometrics and pocket manipulation, and no noise was observed. The patient was counseled on emi and what to avoid. No interventions are planned at this time and the patient will have more frequent follow ups. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition and asystole of greater than two seconds. Rv pace impedance measurements had been fluctuating yet remained within normal range. Technical services (ts) discussed troubleshooting options and that the noise and oversensing was possibly electromagnetic interference (emi). The device remains in service. No adverse patient effects were reported.